Manufacturer narrative:
B3 date of event: approximated. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber confirmed the reported the reported event as analysis identified the glass cap was detached. The detached cap was not returned. The level of devitrification and debris of the detached glass cap could not be determined due to the missing cap. The metal cap exhibited severe charred debris adhesion on its surface which suggests prolonged tissue contact during procedure. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that this fiber failed to work as intended. No additional information was provided. Analysis of the returned fiber identified the glass cap was detached.